Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm. The alarm did not occur during the manual prime. The customer¿s blood glucose level was 370 mg/dl. The customer reported that the event was resolved by changing the complete infusion and reservoir set. The customer did not have the product in question to return.